Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, self test, sleep current measurement and active current measurement. Power loss alarm and low battery alarm confirmed in the long trace. Detail trace analysis confirmed the insulin pump alarmed low battery and then alarmed power loss alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Insulin pump was monitored and functioned properly.

Event description:
Information received by medtronic indicated that customer changed over to new battery cap and also kept new battery but it failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.